Event description:
It was reported to philips that the system failed to power up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. This case pertains to an intermittent system power-up issue traced back to errors in the b-cabinet pdu, which were identified in the system log following preventive maintenance. A philips field service engineer (fse) visited the site and confirmed no further occurrences of this issue and the system has been restored to its operational state in good working order. The codes were updated based on the investigation outcome.